Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) in association with the competitor's defibrillation lead exhibited one >125 ohms shock impedance measurement and a latitude red alert was generated. The competitor's lead is noted to have a range of up to 200 ohms. To date, there is no allegation against the device for a potential connection issue and there was no confirmation of a lead fracture. The local area sales representative did confirm that a maximum energy shock was not delivered and there was no re-programming or interventions. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. If new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, information was received from the patient's following physician that there were continuing out-of-range shock impedances but no current oversensing noted. The patient was noted to have intrinsic pacing all the time. It was discussed how there had been no shock energy ever done through this ICD so it was recommended to sometime test the non-bsc defibrillation lead with a 1.1 and 41 joules shock. The physician planned to troubleshoot further in the near future.

Manufacturer narrative:
Additional information indicates that the patient's lead measurements came back within normal range therefore, no additional steps were taken.